Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure, the subject balloon could not be deflated normally but only by withdrawing the guidewire. Guidewire could not be advanced from the distal tip of the subject balloon due to resistance encountered at the balloon part of the of the subject balloon catheter. The subject balloon was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to the reported event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was normal tortuous. Flush was given when transform was taken out from the dispenser hoop and the entire system was flushed with a saline-contrast mixture. There was no resistance when the gw was inserted. A 1cc syringe was used to inflate the balloon in the body. The contrast agent was diluted at a percentage of 80%. The size of the concomitantly used gw was 0.014¿. It is most likely that solidified contrast at the tip of the catheter shaft caused the deflation issue but as the device was not returned for investigation this could not be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue 'balloon difficult/unable to deflate during use' and ¿balloon catheter difficulty loading wire¿.

Event description:
It was reported that during a neurovascular procedure, the subject balloon could not be deflated normally but only by withdrawing the guidewire. Guidewire could not be advanced from the distal tip of the subject balloon due to resistance encountered at the balloon part of the of the subject balloon catheter. The subject balloon was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to the reported event.